Event description:
It was reported that a patient exhibited high capture threshold due to clavicular crush, which led to fainting episodes. No further information has been provided.

Manufacturer narrative:
Correction: upon review, manufacturer report 2017865-2022-10016 should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.